Event description:
On (B)(6) 2022, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius he experienced a hernia that caused pain. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was diagnosed with a right-sided inguinal hernia on (B)(6) 2022. It was unknown if the patient¿s hernia occurred during a specific event; however, it was affirmed the cause was related to strenuous lifting during activities of daily living. Ccpd therapy on his liberty select cycler has not exacerbated the patient¿s hernia as his fill volumes were reduced immediately following this diagnosis as to not aggravate his hernia. Additionally, the patient has not missed any pd treatments as a result of this event. The patient has not undergone any corrective procedures for the hernia but is planning to undergo surgery in the near future once pre-authorization has been granted form his insurance company. It was confirmed the patient¿s inguinal hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from the pain he initially experienced at the time of his diagnosis and continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of the patient¿s hernia, characterized by pain at the site of the hernia. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia can be attributed to strenuous lifting during activities of daily living as reported by a medical professional. Though high risk for hernia development due to the effects of dialysate causing increased intra-abdominal pressure during pd therapy has been reported, some studies have found no correlation between increased pressures caused by pd therapy and hernia incidence. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius he experienced a hernia that caused pain. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was diagnosed with a right-sided inguinal hernia on (B)(6) 2022. It was unknown if the patient¿s hernia occurred during a specific event; however, it was affirmed the cause was related to strenuous lifting during activities of daily living. Ccpd therapy on his liberty select cycler has not exacerbated the patient¿s hernia as his fill volumes were reduced immediately following this diagnosis as to not aggravate his hernia. Additionally, the patient has not missed any pd treatments as a result of this event. The patient has not undergone any corrective procedures for the hernia but is planning to undergo surgery in the near future once pre-authorization has been granted form his insurance company. It was confirmed the patient¿s inguinal hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from the pain he initially experienced at the time of his diagnosis and continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Corrected information provided in b7.